Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI number and g5 510k are unknown. No product information has been provided to date.

Event description:
It was reported that before the package was opened, the customer found an insect inside it. No additional information was available. No patient was involved.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-11745. The report was submitted in error.